Event description:
During the endoscopic vein harvesting procedure, the scissor did not cauterize. No additional information was provided by the user facility. They did not report any patient impact or complications.